Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital. Upon interrogation, the lead exhibited high impedance measurements. The device was reprogrammed and normal measurements resumed. The patient was in stable condition.